Event description:
The lay user/patient contacted lifescan alleging that the onetouch ultralink meter had an issue with the "ok" button, which was unresolved after troubleshooting. There were no allegations of harm or injury.